Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 570 was confirmed and reproduced during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. If any additional information about this event becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. A service history review found that the device has not been previously sent into service for the reported condition. However, during previous service the batteries and harness were replaced. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "failure code 570 ". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.